Manufacturer narrative:
The event involves devices that are not cleared for sale in the u.s., but similar devices to all but abgii spike are commercially available in the u.s. The following other devices were also listed in this report: abg ii cup no hole 054; cat# 4840-2054; lot# unknown. Abgii hooded insert ext ø 54mm int ø 28mm; cat# 48432854; lot# unknown. Abg no5 cementless right; cat# 4841-105; lot# unknown. Abgii 8mm spike; cat# 4840-2008; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The patient's wife reported that he underwent a double hip replacement on (B)(6) 1999 and (B)(6) 1999 was implanted with abg stems, heads, cups and inserts in 1999 and has since had headaches, lethargy, sleepiness over the last 10 years. The patient has enquired whether any of the products have been the subject of a recall in relation to wear or cobalt levels. The patient has an appointment for end (B)(6) to discuss revision surgery with the consultant. This event is for the right hip.